Event description:
It was reported patient had a left hip revision due to loosening. Doctor removed stem, cup and head.

Manufacturer narrative:
An event regarding loosening involving an unknown shell was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported patient had a left hip revision due to loosening. Doctor removed stem, cup and head.

Manufacturer narrative:
An event regarding loosening involving an omnifit shell was reported. The event was not confirmed. Method and results: device evaluation and results: the device was received for evaluation. A significant amount of bone cement was found on much of the back side of the poly cup. The poly cup was damaged in one location of the outer rim, likely a result of explantation damage. The cup was yellowish in color and wear of the articulating surface was observed, consistent long term service in vivo. Conclusions: the event of loosening could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by (B)(4). If additional information becomes available, this investigation will be reopened.

Event description:
It was reported patient had a left hip revision due to loosening. Doctor removed stem, cup and head.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. When completed, the investigation results will be submitted in a supplemental report.